Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d), a right atrial (ra) lead and a left ventricular (lv) lead showed atrial over sensing. Also, pacing impedances high, out of range were observed in the lv lead. The lv lead channel also did not show data appropriately. The crt-d, ra and lv leads remain in service. No adverse patient effects were reported.